Event description:
It was observed that during the device evaluation, the rigid videoscope exhibited a contaminated objective lens and chipped light guide bundle. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the probable cause of chipped light guide bundle is traced to component failure of the light guide bundle, and the probable cause of contamination is due to component failure of objective lens. However, possible cause of component failure of the objective lens could not be determined although it seemed that the adhesive holding the cover glass in place has seeped out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.